Manufacturer narrative:
Additional information as of 17-jan-2020: h6: updated FDA's method, result, and conclusion codes. Internal report reference number: (B)(4). Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi; only received an empty kit box. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item (part of lancing device). The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The lancing device lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.